Event description:
It was reported that the pump touch screen was cracked, unresponsive and unreadable. There was no reported impact to the customer's blood glucose level. The device was expected to be returned by the customer, who received a replacement pump with a new serial number.